Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the power supply on system to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The power supply was analyzed but the reported failure could not be replicated. Unit was installed onto the test system and it was observed that the system took an abnormal amount of time to come completely on. The system was powered on and board voltages were checked for results, nothing was above max or below min. System was run through 10 power cycles and left idle for 20 minutes but no errors occurred and surgeon side console (ssc) was fully functional.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that the console was dead. The tse found no related logs. The tse and customer walked through several cycles of the surgeon side console (ssc) breaker and moved to three outlets, but the ssc would not power on. The customer planned to continue with the procedure with one console. The procedure was completed as planned with no reported injury.